Event description:
Caller tested 7.1 inr on the coaguchek s system while a professional result returned as 4.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported to boston scientific corporation that on 07/02/2010, following a posterior pelvic floor repair procedure (date of procedure unknown) using a pinnacle posterior pfr kit, the patient was "doing fine" initially post-procedure, but then could not defecate, and feces was discovered to be building up in her rectum. The physician discovered that one of the mesh legs punctured and went through her rectum. The physician consulted another surgeon who recommended removing the mesh leg that went through the rectum, but did not recommend to remove the entire mesh as it may cause more damage. On the same day, the physician and a general surgeon brought the patient back in, opened her up transvaginally, cut the mesh leg, pulled it out through the rectum, and closed her up. Later that day, the physician and the general surgeon discovered they had inadvertently cut the wrong mesh leg out. They went back into the patient and removed the entire pinnacle posterior mesh assembly. A colostomy bag was inserted into the patient to help divert the feces and will be removed at a later, unknown date. The patient was hospitalized during the week of (B)(6) (exact dates unknown). The physician is currently observing the patient and will bring the patient back for a follow-up examination. Currently, the physician does not know whether she will attempt to do another posterior repair.